Event description:
The customer reported that while performing fluoroscopic x-ray, the monitor went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a system check and no problem was found. The system was tested and found to be working as intended and put back in service.